Event description:
A malfunction alarm was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump, after which the malfunction did not recur. The customer was instructed to call back if the issue reoccurred and acknowledged this guidance.